Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg did not communicate with external device following an rfa procedure. A manufacturer representative was able to troubleshoot and recover the ipg. Patient was reprogrammed.

Event description:
Additional information received indicates that the patient did not set the ipg into surgery mode prior to the rfa procedure.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg would not connect with a patient controller. Trouble shooting over the phone by technical service was unsuccessful. The patient had rf ablation recently, but it was uncertain if they had enabled surgery mode. The patient met with a rep and the device was repaired using the clinician programmer. Therapy was restored and no additional follow up was needed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.